Event description:
The device was infusing a solution of tpn on a pt at a rate of 125ml/hr and the nurse left the room. When she returned, the device was at a rate of 932.5ml/hr. The pt complained of chest pain and was moved to the heart ward. The pt recovered. The biomed technician tested the device and could not duplicate the problem.

Manufacturer narrative:
The pump was tested by manufacture and operated within specifications. The operation history log was also downloaded and reviewed. The history log shows that an infusion was delivered in standard mode at a rate of 32.5ml/hr with a volume to be delivered of 350.9ml at 4:56pm. The device was then put on hold and the rate was changed to 932.5cc/hr and volume to be delivered was increased to 2260.0 from 318.8ml.